Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 05/25/2017 with the following findings: on investigation, the battery compartment was confirmed to be cracked/chipped. The battery cap was intact.

Manufacturer narrative:
Correction: device evaluation: the device has been returned and evaluated by product analysis on 05/25/2017 with the following findings investigation revealed that the battery cap threads were stripped and the battery cap continued to spin when attempting to attach it to a test pump. The cap was also difficult to remove.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(4) 2017, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue; the battery cap has never been replaced and the top (coin slot) is worn; battery compartment cracked. This complaint is being reported because the alleged malfunction can result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment. There was no indication that the product caused or contributed to an adverse event.